Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after experiencing sustained high blood glucose (bg) readings for over 90 minutes, they experienced a headache. The ilet displayed a bg of 514 mg/dl by fingerstick. The user changed their infusion set and tubing, after which bg levels began to decrease. No medical intervention was required, and no long-term health effects were reported.